Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:the complaint of damaged battery compartment threads could not be confirmed during investigation. The battery cap threads were found to be damaged during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery compartment and battery cap threads were stripped. The reporter stated the battery cap was very difficult to unscrew and required a screwdriver to unscrew; the battery cap had been replaced 1-3 months prior to the complaint. It was reported there was no evidence of moisture or corrosion within the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.